Event description:
The both side of l4 screws were broken about 2 years after primary op. On (B)(6) 2009, the pt had l2 burst fracture and was performed posterior fixation with xialp. On (B)(6) 2010, the doctor noticed breakage of right l4 screw from CT image in follow-up check. On (B)(6) 2010, the pt had a traffic accident with minor injuries. On (B)(6) 2011, the screw caused a feeling of a foreign body. So, she requested the removal op of this screw. (The bone was already adhesive and the screw breakage was not a factor of this removal op). On (B)(6) 2012, the removal op was performed. The doctor noticed that left l4 screw was also broken during this op.

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.